Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be defects component from supplier. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "directions for use 1. Method of use determine the proper stent length for the patient. This is generally calculated from the ureteral catheter adapt or bard® inlay optimatm stent (multi-length type) bard® inlay optimatm stent stent (double j type) side hole pigtail straightener scale (5 cm) length of stent (shaft) baseline pyelogram. Accurate measurements will optimize drainage efficiency and patient comfort. (1) insertion of the guidewire 1) 1) remove the guidewire from the remove the guidewire from the packagingpackaging,, together with the guidewire holder. Together with the guidewire holder. 2) 2) prior to removing the guidewire from the prior to removing the guidewire from the guidewire holderguidewire holder, inject sterile water , inject sterile water through the port to activate through the port to activate the the hhydrophilic ydrophilic coatingcoating.. 3) remove the guidewire from the guidewire holder. Before using the guidewire, confirm the surface slides well when removing it from the holder. If you feel any resistance, do not force it, and inject the normal saline solution into the holder again, then try pulling it out once more. 4) insert the guidewire either through the working channel of an endoscope or percutaneously, with the soft end of the guidewire first. 5) advance the guidewire into the desired position until the tip is in the renal pelvis. Continuously confirm guidewire position either visually or under fluoroscopy. (2) nephroureterography 1) place the tigertailtigertailtmtm ureteral catheterureteral catheter over the guidewire and insert it into the ureter. Note: in this case, it is also possible insert the ureteral catheter without using a guidewire, at the discretion of a physician. 2) removing the guidewire. 3) the ureteral catheter adapter is secured to the terminal end of the ureteral catheter, and performing the urine drainage or retrograde pyelography using with syringe. 4) intrntroduce the goduce the guidewireuidewire again for stent placement and ragain for stent placement and remove the ureteral catheter from the cystoscope. (3) stent placement 1) in order to improve sliding, immerse the stent in a normal saline solution. 2) confirm the guidewire position where it coils inside the renal pelvis. 3) move the pigtail straightener over the proximal end (kidney coil end without the without the suture)suture) of the ureteral stent, allowing easier insertion onto the guidewire. 4) remove the pigtail straightener once the stent is secure on the guidewire and pass the stent over the guidewire through the cystoscope by using the pusher with with radiopaque tipradiopaque tip for proper placement. 5) keep watching the distal end (bladder coil end with the suture) of the stent or radiopaque, proximal end of the pusher while advdvancancinging toto pproper position of roper position of the the stentstent.. Holdhold the guidewire the guidewire toto keep it from moving.keep it from moving. 6) 6) stop advancing when the stent¿s distal end stop advancing when the stent¿s distal end is identifiedis identified.. If the if the proximal endproximal end is is inserted too much, pull the suture to modifyinserted too much, pull the suture to modify the the stent stent properly.properly. 7) confirm 7) confirm proximal end proximal end of the pushof the pusherer and and stent¿s distal end marker s distal end marker (bladder end), (bladder end), reaches the ureterovesical junction (uvj)reaches the ureterovesical junction (uvj) by fluoroscopy.by fluoroscopy. 8) holding the stent in position with the pusher, cut the suture and pull it out. 9) withdraw the guidewire. The stent will form a pigtail automatically 10) carefully remove the pusher. 11) confirm position of the stent by fluoroscopyfluoroscopy." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the physician opened the package, the ureteral catheter connector in the set was hard and did not move, so discarded it.